Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test 4 pounds due to faulty force sensor resistor (gold). The pump alarmed motor error during basic occlusion test due to faulty force sensor (gold). The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The pump passed the displacement test, operating currents, self-test, off no power and unexpected restart error test. However, the pump alarmed motor error at basic occlusion test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The customer's blood glucose was 12.6 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.